Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced mesh contraction, balled up, wadded up, adhesions, pain, and recurrence. Post-operative patient treatment included hernia repair with new mesh.